Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self-test on (B)(6) 2010. There are multiple self-test fails after this date. The user was alerted to the problem by the red led status indicator being illuminated and an audible beep. The problem with the device was caused by a fault with the membrane. This problem can be caused by storing the pad device in a location where it can be exposed to adverse conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.